Event description:
It was reported during a surgical procedure the t15 screwdriver shaft broke off at the base of the handle, all fragments were retrieved. There was no surgical delay or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): product development evaluation received instrument is in two pieces with the complaint confirmed as the shaft of the driver was shorn off almost flush with the handle of the screwdriver. The tip of the driver shows minimal signs of wear, and the handle is in good condition. The material for the screwdriver shaft is 456ph which is common for drivers of this nature due to its material characteristics; and the shaft diameter is comparable to alternative t15 screwdrivers. The fracture location of this device is at the handle: shaft laser welded transition interface, a location where forces would be acting upon the device during off-axis application. The root cause for the reported failure is undetermined. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.